Event description:
It was reported that an sfc-25 fp cartridge split and grabbed a collamer lens during surgery. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation method: foam tip plunger lot number search. Results: visual inspection of the returned product found the wall of the cartridge barrel torn and split open. There was evidence of clear surgical residue. A small piece of lens was stuck in the cartridge tear. A foam tip plunger lot number search was performed and no similar complaint was found. Conclusions: based on the complaint history, the lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, lens and foam tip plunger were not returned for evaluation.